Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and product information, which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.

Event description:
It was reported that during a stent graft deployment procedure, the stent graft was deployed successfully; however, the distal tip of the deployment sys could not be retrieved through the stent graft. Therefore, post stent graft angioplasty was performed to fully expand the stent graft. The pta balloon and the stent graft deployment system were removed without incident. There is no reported pt injury.

Manufacturer narrative:
Post stent graft angioplasty was required to fully expand the stent graft; however, there was no known impact or consequence to the pt. After further clinical review of this event with bard's medical dept, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A mfg review was not conducted as the lot number is unk. The investigation is inconclusive, as the sample was not returned for eval. The root cause could be determined based upon available info. It is unk whether procedural and/or pt factors contributed to the event. The current instructions for use (IFU) state: warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partial or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Potential complications and adverse events: stent graft specific events that could be associated with clinical complications include stent graft misplacement, stent graft migration, stent graft fracture, stent graft kinking, insufficient stent graft expansion and stent graft embolism.